Manufacturer narrative:
A download of the device data was performed and evaluated by a boston scientific engineer who identified multiple bit errors which were caused by high energy cosmic radiation rays. The device responds to the error by deleted the electrograms. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was missing an electrogram tracing from a stored atrial tachycardia response (atr) event. No adverse patient effects were reported.